Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a device change out due to normal eri, high thresholds and loss of capture were noted on lv lead. The lead was explanted and replaced. The patient is doing well and will continue to be monitored.